Event description:
Bone biopsy needle broke off in a pt. The doctor stated that the needle was inserted in a sclerotic tough lesion, and when it was pulled out, the needle broke and approx 3.0 cm was left in the pt. The doctor stated that the fragment in the left iliac surrounded by a rock hard tumor. The pt will be scheduled to have the fragment removed by a orthopaedic surgeron.